Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pipeline was implanted in the patient, the broken distal pushwire remains in the patient, and the remaining part of the pushwire was discarded.

Event description:
Treatment of a sidewall unruptured aneurysm measuring approximately 9mm located in the ophthalmic segment of the right ica (internal carotid artery). The patient¿s anatomy was tortuous. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the physician rotated the pushwire approximately 8-10 times in order to deploy the pipeline (4mm x 14mm). During the deployment, the pushwire broke at the capture coil. The broken distal segment was left inside the patient and the pipeline was successfully implanted in the patient. The patient was reported to be fine and there are no future plans to remove the broken segment.